Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not advance properly and the jaws scissored. The surgeon completed with another instrument. The hospital has reported that noo pt injury occurred.